Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 403:317:871:000 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The reported condition of failure code 403:317:871:000 was confirmed through the event history but was not duplicated. The reported condition was found to be due to a defective uim (user interface module) board. The uim board and software were replaced to correct this condition. (B)(4)